Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e-module. The patient's initial hcgb result was 68.43 mui/ml which was reported outside the laboratory. Because the patient had a history of hydatidiform moles, the physician asked for confirmation. On (B)(6) 2012, the repeat result was 11637.0 mui/ml. There were no adverse events. The hcgb reagent lot number was 164948 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Calibration and quality control data were within expectations. A general reagent issue was not obvious. There was no evidence for an instrument related problem with the information provided. The patient was not adversely affected by the initial result.